Event description:
It was reported that the patient's right knee was revised due to pain. The patient's ts knee was converted to a ps knee. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding wear involving a triathlon insert was reported. The event was confirmed via analysis of the provided photographs. Method & results: -product evaluation and results: the device was not returned for inspection; however, photographs were provided for review. The photographs show a recently explanted insert, wear was noted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate 2 devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to pain. The device was not returned for inspection; however, photographs were provided for review. The photographs show a recently explanted insert, wear was noted. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.